Manufacturer narrative:
The locking mechanism secures the position of the back plate by means of a safety latch that engages in the groove of the tension bolt once the locking process is completed. Over time, this mechanism is subject to wear. For reliable and safe locking, both the safety latch and the tension bolt must be free from excessive wear or deformation. As part of work order (B)(4) components were replaced on site by the technician. This includes tension bolt and safety latch (lever small). As a precaution, technician replaced all the two locking systems on each side. The jupiter operating table is intended for the following use: patient positioning during surgery, including anesthesia induction and recovery from anesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components.

Event description:
It was reported that the back section of the jupiter surgical table dropped during surgery due to the rupture of the clamping system of the headbox. The event resulted in a fall of the patient¿s head in moderate extension. The event occurred during induction, just before intubation, when the patient¿s head was being repositioned to a neutral position for ventilation and then intubation. The customer also noted that the event resulted in a significant delay (not quantified), as once the patient was intubated, the operating table had to be replaced. The customer confirmed that no injury occurred related to the event or due to the prolongation of the procedure and the patient was transferred to a different operating table, where the surgical operation was successfully carried out. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.